Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was registering a different temporary rate than entered by the customer. Reportedly, the customer entered a temporary rate of 305% and the pump registered temporary rate of 49%. Customer's blood glucose level was not impacted.